Event description:
Complainant alleged that during routine testing of the device by the facility's biomedical engineering department, the device intermittently displayed a "pacer fail" message. The "pacer fail" message that the complainant reported was observed during the evaluation of the device is not a viable message for this product. The technician most likely observed a "pacer disabled" message.